Event description:
It was reported that boston scientific technical services (ts) was contacted by the hospital who were unable to interrogate the patient's device. They had to confirm the location of the device with x-ray, but have had difficulty locating it. The patient was nonverbal and intubated in the intensive care unit. Ts tried to help with troubleshooting in finding the device's location and confirming the expected device had not been replaced at some point, but they were unable to interrogate. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the hospital who were unable to interrogate the patient's device. They had to confirm the location of the device with x-ray, but have had difficulty locating it. The patient was nonverbal and intubated in the intensive care unit. Ts tried to help with troubleshooting in finding the device's location and confirming the expected device had not been replaced at some point, but they were unable to interrogate. It was later confirmed that the device had been replaced with a non-boston scientific device, which is why they could not interrogate the device. No adverse patient effects were reported.